Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® volbella¿ with lidocaine in dark circles and with juvéderm® volift¿ with lidocaine in the lips. About two months ago, patient noticed swelling anf nodules in the left dark circles and lips. One month ago, the patient observed nodules and inflammation in the left tear trough and lips, and three days ago, similar symptoms appeared in the right tear trough. Patient was treated with zemene/ciprofloxacin. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint cn-105302(emdr-43750). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.